Manufacturer narrative:
Vyaire reference # (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it stopped ventilating while on a patient. The customer stated that the ventilator was switched out for another ventilator with no harm or injury to the patient.